Manufacturer narrative:
Device investigation narrative - one 72203854 suturefix ultra anchor 1.9mm s with two 46¿ ultrabraid (#1) sutures received. The device is used. The overall condition is good. The handle body, button, trigger and suture cover are all intact and undamaged. Sutures and anchor were returned separated from the device. The outer shaft has no obvious damages. The deployment sliding ring responsible for deploying the anchor is functional. An audible click was heard with retraction. The nose cone was removed to inspect the inner shaft and fork, which showed the fork tines to be intact and undamaged. The sutures and anchor are in good condition. They are not frayed or twisted but the anchor has been partially cinched. This confirms the attempted use. Prep was conveyed for a previous device use; 2.9mm osteoraptor. It indicated that the doctor requested the suturefix to complete the procedure. The communication indicated that the ¿corresponding drill bit was passed¿. A 1.9 mm drill bit is recommended along with use of this device. Following the recommended prep is essential for successful anchoring and repair. It is unknown whether the prior 2.9mm osteoraptor use affected the outcome. No root cause related to the manufacturing of this device can be established. No further investigation warranted. (B)(4).

Event description:
It was reported that the suture pulled out of the anchor after it was secured. An alternative device was used to complete the procedure. There was a reported short delay with no patient impact.